Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. Post release of the closure device, the device shifted proximally and no longer met position, anchor, seal and size (pass) criteria. The device was proximal. There was no leak noted in any view after the shift. There was no intervention planned or performed.